Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.50x38mm promus element ¿ long drug-eluting stent was selected and advanced but was very difficult to cross through the lesion due to a previously implanted stent. The physician tried many times, but noted that the stent was damaged. The procedure was completed with a non-bsc device. The final result was good and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the proximal end of the crimped stent was damaged, distorted and bunched distally out of profile. It is likely the crimped stent may have encountered resistance & subsequent damage during withdrawal attempts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found that the outer/inner shaft was cut 9mm distal to the port bond skive. The cut was a complete cut through the distal shaft. As a result the distal portion was fully separated from the proximal portion and the separation cut was likely caused by using a shaft instrument/blade. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.50x38mm promus element long drug-eluting stent was selected and advanced but was very difficult to cross through the lesion due to a previously implanted stent. The physician tried many times, but noted that the stent was damaged. The procedure was completed with a non-bsc device. The final result was good and the patient's status was stable.